Manufacturer narrative:
Giovanna sarno, et.al., real-life clinical outcomes with everolimus eluting platinum chromium stent with an abluminal biodegradable polymer in patients with the swedish coronary angiography and angioplasty registry (scaar), catheterization and cardiovascular interventions 90:881-887 (2017). Device is combination product. If implanted, give date: between march 2013 and october 2015. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same article as MDR# 2134265-2018-00971, 2134265-2018-00972, 2134265-2018-00977, 2134265-2018-00978 and 2134265-2018-00979. It was reported via journal article that death occurred. The aim of the current study is to describe initial clinical outcomes with the synergy stent in an unselected cohurt of patients with multiple high-risk clinical and angiographic features from a real-life nationwide registry. The primary objectives were to evaluate restenosis and st (stent thrombosis) rates. All implanted synergy stents were compared with other new generation drug eluting stents (des) including promus element and promus premier as well as other non-bsc stents in (B)(6) between march 2013 and october 2015. Restenosis, definite st, mi, and death occurrence was evaluated. The main findings of this study found a low rate of st and restenosis with synergy stents similar to the other newer generation stents, in real-life population with a high clinical risk profile and complex angiographic features. In conclusion, in a large real-life population the synergy stent appears to be safe and effective with a low rate of restenosis and st comparable with other des